Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2023, a 25mm amplatzer amulet occluder was successfully implanted in a patient. It was noted post-implant, that the patient's blood pressure dropped to 67/42 mmhg. The patient's blood pressure was measured again using a manual cuff and found to have a systolic pressure of 54 mmhg. The decision was made to put the patient's bed in the trendelenburg position and start rapid fluid infusion. The patient went into cardiac arrest and cardiopulmonary resuscitation (CPR) was initiated. The patient was intubated and administered medications. A beside echocardiogram was performed and revealed a pericardial effusion. A pericardiocentesis was performed and 300 ml of blood was drained. The patient's pulse returned and the patient was taken to the operating room. In the operating room a drain was placed in the subxyphoid space after removing 500 ml of blood/clots from the pericardial space. It was noted via x-ray, that post-intervention the patient developed a left hemothorax. A 28fr chest tube was inserted and connected to a pleur-evac to drain the hematoma. The patient was transfused with red blood cells. On (B)(6) 2023, the patient was transfused with red blood cells again. The patient was stable at the time of report.

Manufacturer narrative:
An event of cardiac arrest, pericardial effusion, hematoma, atrial fibrillation and patient death after implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Patient had history of persistent atrial fibrillation and percutaneous intervention which may have contributed to the reported event of cardiac arrest. Procedual notes received captured device implant, but not pericardial effusion which could not confirm reported event. However, it was believed that sheath manipulation may have resulted in the pericardial effusion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the patient death could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. From medical review: "the lack of surgical repair of the pa makes pa injury less likely, although ts injury or trauma to the laa wall by ether the sheath or by an amulet stabilizing wire is possible. As to the cause of death for this patient more than 30 days post implant, we are not provided with new information that points to a particular etiology."

Event description:
Clinical information: (B)(6), patient site ID: (B)(6)). It was reported that on (B)(6) 2023, a 25mm amplatzer amulet occluder was successfully implanted in a patient. It was noted post-implant, that the patient's blood pressure dropped to 67/42 mmhg. The patient's blood pressure was measured again using a manual cuff and found to have a systolic pressure of 54 mmhg. The decision was made to put the patient's bed in the trendelenburg position and start rapid fluid infusion. The patient went into cardiac arrest and cardiopulmonary resuscitation (CPR) was initiated. The patient was intubated and administered medications. A beside echocardiogram was performed and revealed a pericardial effusion. A pericardiocentesis was performed and 300 ml of blood was drained. The patient's pulse returned and the patient was taken to the operating room. In the operating room a drain was placed in the subxyphoid space after removing 500 ml of blood/clots from the pericardial space. It was noted via x-ray, that post-intervention the patient developed a left hemothorax. A 28fr chest tube was inserted and connected to a pleur-evac to drain the hematoma. The patient was transfused with red blood cells. On (B)(6) 2023, the patient was transfused with red blood cells again. The patient was stable at the time of report. -final emdr-- subsequent to the previously filed report, additional information was received that there was no thrombus or pericardial effusion noted prior to implant of the 25mm amplatzer amulet occluder using a 14f amplatzer torqvue 45x45 delivery sheath. However, it was noted that the pericardial effusion developed by sheath manipulation when trying to get back into the left atrial appendage with the sheath. The pericardial effusion did result in cardiac tamponade. It was also noted that the patient had a sinus rhythm at the start of procedure. The patient was administered heparin for procedure and had a minimum activated clotting time (act) level of 162 seconds and max act level of 289 seconds. On (B)(6) 2023, an electrocardiogram detected an occurrence of atrial fibrillation with rapid ventricular response. The decision was made to administered the patient amiodarone and lopressor, but was unsuccessful at treating the patient. The patient was cardioverted to normal sinus rhythm on (B)(6) 2023. --supplemental death report-- subsequent to the previously filed report, additional information was received that the patient passed away on (B)(6) 2023. The cause of death is unknown.

Event description:
Subsequent to the previously filed report, additional information was received that there was no thrombus or pericardial effusion noted prior to implant of the 25mm amplatzer amulet occluder using a 14f amplatzer torqvue 45x45 delivery sheath. However, it was noted that the pericardial effusion developed by sheath manipulation when trying to get back into the left atrial appendage with the sheath. The pericardial effusion did result in cardiac tamponade. It was also noted that the patient had a sinus rhythm at the start of procedure. The patient was administered heparin for procedure and had a minimum activated clotting time (act) level of 162 seconds and max act level of 289 seconds. On (B)(6) 2023, an electrocardiogram detected an occurrence of atrial fibrillation with rapid ventricular response. The decision was made to administered the patient amiodarone and lopressor, but was unsuccessful at treating the patient. The patient was cardioverted to normal sinus rhythm on 15 september 2023. No additional information was provided.

Manufacturer narrative:
An event of cardiac arrest, pericardial effusion, hematoma and atrial fibrillation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information received to indicate that the patient¿s monitored activated clotting time was 289 seconds. Patient had history of persistent atrial fibrillation and percutaneous intervention which may have contributed to the reported event of cardiac arrest. Procedual notes received appeared to show device implant but not pericardial effusion which could not confirm reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.